Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for use in a procedure with retrograde access and a 5f sheath. During the procedure, the tip of the guidewire detached in the distal anterior tibial artery. There was no way to retrieve the guidewire fragment. Flow to the patient's artery was not affected. It was further reported that the lesion was extremely calcified and stenosis was 90%. Attempts were made to retrieve the detached wire by aspiration and using a snare catheter, but it was irretrievable. The procedure was rescheduled and a stent was used to affix and appose the detached tip against the vessel wall.

Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for use in a procedure with retrograde access and a 5f sheath. During the procedure, the tip of the guidewire detached in the distal anterior tibial artery. There was no way to retrieve the guidewire fragment. Flow to the patient's artery was not affected.